Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced with isometrics. The sensitivity was turned off and normal lead function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.